Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was 250 mg/dl. Customer addressed elevated bg levels with an alternate pump, and stated they will continue to use the alternate pump for insulin therapy.